Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder jaw boot had a piece lifted. This was noticed upon removal from the box. A new kit was used to complete the procedure. The hospital did not report any pt effects. The device was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when additional info is obtained. (B) (4)